Event description:
It was reported that a cartridge change error occurred. Tandem technical support instructed the customer to clean the pneumatic tap area on the pump and reload the cartridge to resolve the issue. There was no reported adverse impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.